Event description:
It was reported the rv lead was removed and replaced, due to an apparent conductor fracture. The atrial lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached (clavicle-rib crush); full lead analyzed; no anomalies found; partial lead in segments returned and analyzed.